Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a faulty ise (ion selective electrode) buffer valve. The fse replaced the ise buffer valve to resolve the issue. (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneously low chloride and sodium patient results on their au680 chemistry analyzer. The erroneous patient results were not released from the laboratory; hence, there was no impact to patient treatment in association with this event. The customer did not provide any data or examples of the erroneous results.